Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 at 7:30 am, the patient experienced a seizure. The patient¿s husband administered glucose gel and oral glucose tablets. Emergency services were not contacted. During this episode, the bg meter reading was 50 mg/dl, while the cgm displayed 101 mg/dl. Following this event, the patient removed the sensor. No further medications were given, and the patient was stable during subsequent communication. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.